Event description:
The customer reported a blank display that was not resolved after troubleshooting was performed. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken component on the mother board.